Manufacturer narrative:
(B)(4)

Event description:
The physician was using a pacific xtreme pta balloon catheter to treat a lesion in the left mid popliteal artery. The lesion exhibited moderate tortuosity and severe calcification (cto). Artery diameter: 5mm x 200mm. The device was used with a 7f sheath and a 0.014¿¿ spider embolic protection device. No damage to the device packaging and no issue noted when removing the device from the hoop. The device was prepped with no issues noted. During inflation to 6atm the pacific xtreme balloon burst. Resistance was noted during withdrawal and force was used; the balloon balled up when pulling back through sheath. Then the spider was pulled backed. Everything locked up in sheath. Spider wire broke. Patient was taken to surgery and cut down performed to remove.

Manufacturer narrative:
Evaluation summary: the spiderfx embolic protection device was received for evaluation with a pacific xtreme balloon catheter. The spiderfx filter basket was returned in a specimen cup. The spider filter basket was observed to be stuck inside a portion of the balloon catheter. The floppy distal tip coil exhibited areas of coil offset. There was evidence of debris around the floppy distal tip. Visual inspection under magnification showed kinks in the floppy distal tip coil section. The spiderfx filter basket was observed to contain a large amount of debris. The spiderfx filter mouth hoop was partially drawn into the pacific catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.